Event description:
It was reported by the physician who was not clear as to who the operator that deployed the device in this case was, but states it was an operator who was vip accredited. The exact dates for the event, the specific details of the case, or which hospital the device was deployed. The physician reported that some weeks back, a colleague deployed an angio-seal vip device, following the recommendations for the device use and the appropriate deployment technique. The physician stated that this resulted in instant hemostasis, but that some hours after the deployment, severe bleeding from the site was noted. The physician suggested that the bleeding may not have been addressed in the desired way, but that the severe bleeding tracked into the retroperitoneal space. The patient became unstable and close to death. The patient underwent exploratory surgery from the abdominal aorta down into the lower limbs. The vascular surgeon alleged that the bleeding was caused by the angio-seal device, but was unable to clarify what this meant. The patient had been lying flat in bed following the angio-seal deployment. The patient has recovered from the incident, and is doing well. Further information will be obtained and to follow up with the physician regarding vip training.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU instructs the user to assess the puncture site location, and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.